Event description:
It was reported the device suddenly stopped during surgery anad reported excessive heat was produced by the device. Additional clinical info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.